Event description:
It was reported that in 2008, the pt underwent CABG x three with saphenous vein graft to the diagonal, to posterior descending artery and left internal mammary artery to left anterior descending. The "sternotomy was closed in standard fashion." During a follow-up visit approx two months later, the pt reported that she had pain on inspiration and perceived a click. Chest x-ray the next day noted that there is fracture of the two most superior sternal wires and the two most inferior wires. The middle sternal wire was intact. A subsequent visit notes approx two months later, that she will follow up with surgeon in "the following month for possible redo sternotomy."

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.